Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values 4 days after the sensor had been inserted in the abdomen. The patient experienced sweating, was semi-conscious, unable to communicate at all, and lethargic. The reporter took a bg reading which was 0.1 mmol/l and the cgm reading was 4.0 mmol/l and the receiver alarmed for low (low alarm is set to 4.5 mmol/l). The spouse treated the patient with sugar, which took a long time to take an effect. The reporter called an ambulance and the paramedics took a bg which increased to 1.8 mmol/l. The paramedics treated the patient with glucogel and took him to the hospital. At the hospital the patient was treated with fluids (no IV provided) and monitored. The patient was discharged the night of (B)(6) 2024 (24 hours or less). At the time of the report the patient was feeling better. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.